Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The baxter technical service representative (tsr) had the hp cycle the power. An se 2367 alarmed (fail safe shutdown). The tsr assisted the hp to cycle the power to "press go to start" and had the hp disconnect and remove cassette. The tsr advised the hp to contact their pd nurse (pdn) to advise of the air in line alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.